Manufacturer narrative:
Concomitant products: product ID: 8590-1, lot# n557974, implanted: (B)(6) 2015, product type: accessory. Product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. Product ID: neu_refillneedle, product type: accessory. (B)(4).

Event description:
Information was received from a consumer regarding a patient who was receiving dilaudid (unknown concentration and dose) via an implantable pump for spinal pain. The event date was (B)(6) 2015. It was reported there was a problem with the pump at the pump refill. A "red solution" was coming out of the pump during the refill so the physician filled the pump with saline after seeing the red solution. The pump was filled with saline until the patient's managing physician returned from vacation. The patient's managing physician returned from vacation and performed a refill. The pump refill went fine with no other issues. The patient had an appointment to follow up with the physician on (B)(6) 2015 to make sure everything "is working and do some adjustments." No symptoms were reported. The cause of the event and interventions were not reported; additional information has been requested, but was not available as of the date of this report.